Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a possible under delivery anomaly with the insulin pump and that they have been experiencing high blood glucose levels. The customer states that their blood glucose would rise after a meal. The customer's blood glucose level would go up to 180 mg/dl to 200 mg/dl. The insulin pump would not deliver the correct amount of insulin that it says it delivered. The customer states that there were 37 units left before a bolus and the customer had programmed a bolus of 7 units but when the bolus was supposedly complete the insulin pump showed that there were still 37 units left. The customer's blood glucose level was 231 mg/dl. The customer would take insulin shot to bring down the high blood glucose level. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. The pump passed the delivery accuracy test. All operating currents were within specification. The pump was downloaded properly to care link. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and cracked battery tube threads.